Event description:
Customer reported that she was hospitalized due to low and high blood glucose. Customer blood glucose reading at the time of hospitalization was unknown because it was fluctuating. Customer stated that she fell 3 times and one of the times she cracked her head open and was taken by ambulance to the emergency room. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.